Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the customer experienced hyperglycemia from (B)(6) 2014, and he believes the infusion device did not correctly provide an e4 occlusion error. No adverse event was reported. The alleged product was requested for evaluation.